Event description:
As reported to customer relations via observational post market study complaint form "(dm: the parameters/data points that triggered the report. Pull data provided in from ae & other events log questions ((q3 event category), (q5 event relationship (study device, study procedure, pre-existing) and (q7 device deficiency))) miscellaneous: sepsis(biliary) q5: device/procedure: cholangitis secondary to obstructed stent, pre-existing; previous metal sent associate with cholangitis, q7: no. Note: sepsis (biliary). Note: 301 days post-procedure. Note: ae4. Patient outcome: (dm pull data provided from ae & other events log ((question 1 event status), (question 4 event treatment), (question 6 lead to death))) status: resolved, treatment: surgical; under endoscopic and fluoroscopic guidance a 10 mm x 8 cm cook zilver uncovered metal stent was placed in the bile duct, death: no. Patient/event info - notes: no manufacture additional questions to be asked as this is a pmcf study complaint.

Manufacturer narrative:
PMA/510(k) # k163018. Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 13-jul-2023.

Manufacturer narrative:
PMA/510(k) # k163018. Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file is related to (B)(4) / MDR ref#3001845648-2023-00384 and it was created from the attached post market study complaint form. Manufacturing records review. Prior to distribution all zilbs-635-10-6 devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Historical data review: historical data was not reviewed as the lot number is unknown. Instructions for use and label: it should be noted that the instructions for use (ifu0065) lists cholangitis, sepsis and stent occlusion as potential adverse events. There is no evidence to suggest the user did not follow the IFU or label. Image review : an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause could be attributed to known potential complications associated with the device. The biliary sepsis reported was related to cholangitis which was secondary to an obstructed stent. As previously noted, the IFU lists cholangitis, sepsis and stent occlusion as potential adverse events. Confirmation of complaint: complaint is confirmed based on customer testimony and/or rep testimony. Summary of investigation: the complaint was raised via an observational post market study. According to the initial reporter, the patient experienced biliary sepsis 301 days post procedure. The patient required the placement of an additional stent due to this occurrence. The event was considered resolved. Investigation findings conclude a possible root cause of known potential complications. Complaints of this nature will continue to be monitored for potential emerging trends.